Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead: (B)(6) 2009. 5071 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) met elective replacement indicator (eri) earlier tha n expected. The ICD was explanted and replaced. It was also noted that the left ventricular (lv) lead had high threshold and low impedance. The lv lead was reconnected to the new ICD, but was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.